Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4)- fluid leak for the period of (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. See ¿I chart of (B)(4) fluid leak for saline breast implants and additional analysis¿ attached. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. And : observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed on the device. Yellow particles inside of the device. Wear abrasion observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.